Manufacturer narrative:
As per fsr, the unit had not been powered on since (B)(6) 2017. The unit was charged overnight and the batteries were charged to 18.00 amp hours (ah), but were not able to complete the five minute load test. The unit was a spare and has not been used clinically since the previous pm. The batteries were replaced. The unit operated to the manufacturer¿s specifications. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were completely dead. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the complaint was not corroborated. The product surveillance technician (pst) observed that the batteries both measured 12.2 volts direct current (vdc) upon receipt with conductance both within specifications. The test passed, supporting the load for 63 minutes. Minimum required is 50 minutes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.